Manufacturer narrative:
Good faith effort attempts were made to try and retrieve additional details regarding the reported event, but further information was unable to be obtained.

Event description:
It was reported that balloon rupture occurred. A 4.00 mm x 12 mm emerge balloon catheter was advanced for dilatation. However, during inflation the balloon burst. The procedure was completed with another of the same device. No patient complications were reported, and the patient was stable post procedure.